Manufacturer narrative:
Continuation of d10: product ID 9735737, software version: 2.0.0 h3, h6: system was serviced in the field and the issue could not be reproduced. The system functioned as intended. B01, c19, and d15 are applicable. H3, h6: software data was received for analysis. However, analysis hasn't been completed. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that during registration, the site got done with tracing and took their foot off the foot pedal, and the system kept beeping and taking points. The system somewhat "froze" and was lagging. The site rebooted multiple times before being able to successfully complete registration. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3) the software team reviewed the logs and found that the current procedure was tumor resection optical and there were multiple messages which mentioned that cleared the user facing low performance. Also, the registration performed multiple times with error metric ranging from 3.7 to 5.3 mm. Registration type was touch_trace and observed that the footswitch was in dwell mode. Which means stationary probe. If probe was stationary in certain position for 2 seconds, points will be collected. Audio of tracer_status was heard continuously. When they make the footswitch to footswitch mode it will avoid this. The behavior was pointing to the footswitch setting. Software appears to be working as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.